Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and broken on plug strap assessed as unidentified (tear) opening. Additional observations: brown particles observed in the surface of the shell.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.